Event description:
It was reported that this rv lead was capped due to loss of capture on (B)(6) 2021. It was observed that pt passed out 3 times, intermittent capture on the lead.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.